Manufacturer narrative:
The insulin pump had an intermittent up button due to flattened dome switch. The connector at the lcd board was found locked. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the buttons were sticking. Customer's blood glucose was 198 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.